Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, it would not take the stylet after taking it out, and seemed as though a part of the stylet may have gotten lodged in the end of the lead. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.